Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The onset of the patient & (B)(6) was ten days following the surgery. The location of the infection was the praenomina cavity. The physician stated the drain site was inflamed and patient had discomfort but the patient & (B)(6) post operative status must be considered . The drainage fluid was turgid and offensive. Following discharge, the patient was continued on oral antibiotic coverage for an additional ten plus days. The current status of the patient is she is recovering well.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2011 and a drain was placed. The drain was removed on an unknown date. The patient experienced an infection and was given intravenous antibiotics. Gram positive bacillus was cultured from the abdominal fluid sample taken from the drainage bottle. Within hours of notification of infection, an abdominal washout was performed. The patient outcome was reported as stable and doing well.